Manufacturer narrative:
Analysis of instrument and instrument data indicate that the cause of the falsely elevated troponin I result was non-specific binding. The IFU for dimension® ctni flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The physician did question the result. The sample was sent to different facilities and tested on other systems. Results were lower or negative. Additional samples were drawn from the same patient on different days and sent to the different facilities for testing. Results with the additional samples were all similar to the results with the original sample. Patient treatment was not altered or prescribed there was no report of adverse health consequences as a result of the falsely elevated troponin I result.